Manufacturer narrative:
(B)(4). Date sent: 4/2/2026. D4: batch # 734d93. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device batch number of 734d93 / 45pmw35 , and no non-conformances were identified.

Event description:
The customer reported that the staples on the stapler were not closing, were bending, or were simply falling out of the device. The problem was initially monitored to rule out user error, but the issue occurred with different users. No patient harm nor significant delay reported.

Manufacturer narrative:
(B)(4). Date sent: 3/12/2026. B3: exact event date unk, entered 1/1/2026 as only the year was provided. D4: batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: 1. Provide the specific number of patient events: unknown. 2. Did the event occur during one or multiple patient procedures? Multiple. 3. What is the total number of procedures? Unknown. 4. Have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). ¿ no, not to my person. 1. Did the device lock out and could not be fired at all? Staplers only came out halfway, "fell out", or got stuck. 2. If the device deployed staples, what was the appearance of the staples? Unknown. 3. Or, if there was any issue to affix the staples on the tissue? Yes see 1. 4. Did the same issue happened with the 10 devices reported? Yes. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.